Event description:
It was reported that a 30mm amplatzer pfo was selected for implanted into a patent foramen ovale (pfo) with interatrial septum aneurysm on (B)(6) 2022. After device deployment, the device appeared in a elongated shape between the discs. The device was re-sheathed and removed and a new 35mm amplatzer cribriform occluder was successfully implanted. It was noted that the deformation also occurred once removed from the patient. No patient consequences were reported. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed information, it was reported that a 10f amplatzer trevisio intravascular delivery system was used for delivery. There was no angulation noticed in the delivery system. There was no interaction with cardiac structures during deployment. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation confirmed that the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.h6. Health effect - impact code : removed code 4610 inadequate/inappropriate treatment or diagnostic exposure. Added code 2199 no health consequences or impact. D10 - concomitant product added.